Event description:
Reported 1 false negative sars result for 1 patient. The customer communicated the result was confirmed by alternate testing method (method unknown).

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends. Root cause: unable to determine. Source: phone.